Event description:
During a transfemoral tavr procedure, after deployment of the sapien xt valve in a 50:50 position and upon removal of the temporary pacemaker from the right ventricle, the patient developed a high degree atrioventricular (av) block with a ventricular response < 30bpm. The patient became hemodynamically unstable without an adequate blood pressure and cardiopulmonary resuscitation was initiated. The temporary pacemaker was re-advanced into the right ventricle via the right internal jugular vein and temporary pacing was established. The patient's blood pressure rebounded to normal 120¿s/55. The patient was transferred to the ICU post procedure. One day later the patient received a permanent pacemaker (ppm). The patient was discharged home in stable condition. The patient had severe native annular calcification and severe leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system injuries (av block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself, it is possible that patient factors (severe aortic valve/leaflet calcification) caused or contributed to the av block. It is also possible that the patient¿s cardiac diseases/co-morbidities put the patient at higher risk for conduction disturbance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.